Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient stated that the mobile power unit (mpu) was alarming in the middle of the night while all the cables were correctly plugged in. Alarms stopped when the patient picked up the mpu and the patient system controller showed a power fault alarm. During the log file analysis, there was a no external power event observed that appears to be due to the mpu ac power cord coming loose. It was reported the connection was possibly loose with the wall but the patient denied that was the case. There was no interruption in pump support during this event. No equipment will be replaced or returned, and the patient will see if this occurs again. No additional information was provided.

Manufacturer narrative:
Section h4: additional information. Investigation summary: the reported event of a power cable disconnect alarm was confirmed. A review of the submitted log file spanned approximately 6 days (B)(6) 2020 ¿ (B)(6) 2020 per time stamp). On (B)(6) 2020 at 01:44 when the patient connected the white cable to the mpu, the power cable disconnect alarm activated due to the white bus voltage diminishing to 2v. The voltage returned to the expected value and diminished again to 4v. The alarm cleared on its own shortly after both times. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, was not returned for analysis and is still in use. Additional information provided on 22jan20 indicated that the patient denies any cords coming loose. He claimed picking up the mpu would resolve the alarm. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (doc. # (B)(4), rev. A) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (doc. #: (B)(4), rev. B) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. The manufacturer is closing the file on the event.